Manufacturer narrative:
Section h2 correction and device evaluation: section h4 the manufacturing date in the initial report was noted as jan 1, 2008. The correct manufacturing date is 10/21/2005. The system was evaluated by a field service engineer (fse) for the reported thin flap issue and evaluated the pi cone in question versus normal service cones and found no material differences in z calibration results nor in gel cuts. Measured flaps in gel were approximately 15 ¿ 20 um thinner than target of 120um. Stepped through z calibration to bring consistent results of 120 - 123 um flap thickness in gel. System continues to exhibit very good gel melt characteristics with 100 percent melt every time and very easy lifts. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During laser vision correction surgery, vertical gas breakthrough (vgb) occurred. As a result of the vgb, the procedure was not completed, and a bandage contact lens was placed. The patient will be scheduled at a later date as the epithelium heals for a photorefractive keratectomy (prk). A brief description from the surgery center indicated that the patient had a thin flap on the left eye. The treating surgeon noticed no less than 20 tiny vertical gas bubbles as the flap was being created, however, continued and completed the flap. When attempting to lift the flap it was noticed the epithelium looked rough and upon checking the edge of the flap, it was decided it was best to abort and not lift the flap.